Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947m55 lead, implanted 2012-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high capture thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.